Event description:
The surgeon reported performing cataract surgery with implantation of the istent in the right eye. During surgery it required two attempts to insert the stent because the first attempt was too posterior. One day postoperatively, the patient presented with hyphema. At the postoperative visit on (B)(6) 2014, the hyphema had cleared; however, the stent had dislodged and was sitting in the inferior angle. The stent dislocation was thought to be caused by sneezing. On (B)(6) 2014 the stent was explanted and the patient's current status is reported as "doing well".

Manufacturer narrative:
The explanted stent is not available for evaluation. The device history records were reviewed and there were no issues found. Stent dislocation and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).